Event description:
Customer alleged that the exradin a12 ionization chamber has a significant difference in the calibration factor from that provided on the calibration certificate from the accredited dosimetry calibration laboratory (adcl). This device is used for the quality assurance checks on radiation therapy devices.